Event description:
It was reported that occlusion alarms occurred, but customer declined further troubleshooting. There was no adverse impact to the patient's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy until the replacement arrived.